Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a lower anterior resection procedure, the chief resident fired the device. Device fired to complete lower sigmoid colon anastomosis. It was reported that device fired as expected and heard audible "snap". Upon inspection of the device after firing, two complete donuts were observed. During leak test, a small leak was discovered. Upon further inspection of device, malformed staples were noted on the anvil of the device. Procedure was converted to ileostomy. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: is the ileostomy to be reversed? Please describe the staple formation appearance? Were the malformed staples in the area of the leak? Where around the anastomosis did the leak present? Were any difficulties experienced in firing the device? What was used to transect the stump?